Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross can be affected by numerous factors. The instructions for use (IFU) instructs, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stent dislodgement can be influenced by improper or inadequate crimping, incorrect sheath size, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of stent, interaction with lesion or devices, and/or previously implanted stents. It appears that the difficulties experienced are related to the circumstances of the procedure.

Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that while trying to cross, a previous implanted xience in the left circumflex, it was impossible to progress the device and very difficult to retrieve. Upon arrival to the guiding catheter, a complete stent dislodgement was observed. The guiding catheter, delivery balloon, guide wire and stent were pulled back together; however, the stent was lost in the right iliac artery. No additional event or pt info is available.